Event description:
Procedure was filling a cavity. Dentist advised injury noted right after procedure. Injury was to left dorsal side of tongue. Tissue was white. Dentist administered ointment for burn. During routine follow up, dentist gave patient more ointment for burn.